Manufacturer narrative:
Initial reporter occupation = non-healthcare professional - unknown. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to remove ureteral calculi, it was discovered that the basket of a ngage nitinol stone extractor could not be opened when the device reached the target position. The device was removed, and a new basket was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a procedure to remove ureteral calculi, it was discovered that the basket of a ngage nitinol stone extractor could not be opened when the device reached the target position. The device was removed, and a new basket was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned for investigation n an open package in its packaging tray. The device was returned with the basket formation in the closed position, which could not be opened. The handle was coated in unknown, oily substance. The mlla [male luer lock adapter] was loose. The collet was tight. The polyethylene terephthalate tubing [pett] was present. The device was disassembled during investigation. The basket assembly was stuck inside the basket sheath assembly. It was not possible to function the basket manually with the handle removed. Cook completed a review of the device history record (DHR). The DHR for the complaint lot found no confirmed related non-conformances. A search of complaint history found 3 complaints for the reported lot, however, the cause for the issues with these devices could not be determined. Therefore, there is insufficient evidence to conclude that the 3 complaints are related or that any nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "store in a dark, cool, dry place." Based on the available information, a cause for the failure of the basket not to open could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.